Event description:
It was reported that an iabp improper catheter position alarm with repeated catheter restriction alarms occurred on a cardiosave pump during active therapy. Image review and alarm logs suggested catheter restriction, likely associated with insertion site hematoma. Suboptimal augmentation was observed despite reasonable hemodynamics. No major patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.